Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: there were no ink spots visible on the display; the complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture behind the display. The pump powered on to a blank display. Leak testing revealed a crack at the top right corner of the display. The pump casing was removed and there was evidence of moisture observed inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.